Manufacturer narrative:
Changed to adverse event

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
The following was reported to gore: in (B)(6) 2016, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On an unknown date in 2017, aneurysm enlargement was visible due to unknown reasons. On (B)(6) 2017, the physician decided to extend the proximal sealing of the trunk-ipsilateral device with a gore® excluder® aortic extender to prevent a possible type 1a endoleak. The patient tolerated the procedure.